Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a pocket infection for which they received "treatment" for. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.